Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the failure of the picture in picture or picture on picture (pip or pop) display was deformation of the picture in picture (pip) harness, and the cause of the spacer remaining inside the device was damage to the spacer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited deformation of the picture in picture (pip) harness, picture in picture or picture on picture (pip or pop) was not displayed, and damage to the spacer was noted, with the spacer remaining inside the device. There was no patient involvement.